Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device was difficult to open after four hours of surgery with several hundred activations completed successfully. Surgeon had to pull open the jaws by pulling open the handle. The jaws were partially opened. New device was opened to complete the procedure. There was no patient injury.